Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: one photo was provided; the picture shows tissue with several staples on it. Some of the staples do not have the proper formed shape. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: can you please explain more event details regarding the following? ¿according to the scrub tech, the surgeon had to resect a slightly large portion of stomach than would have been required had the stapler fire correctly.¿ was there any patient consequence or change in the post-operative care of the patient as a result of the issue experienced with the stapler or the slightly larger resection? What is the current patient status? The surgeon shared with me that taking the additional tissue was inconsequential and did not affect the course of care for the patient. He also shared with me that the patient is recovering well.

Event description:
It was reported that during a whipple procedure, a scrub tech, nurse and surgical resident that the doctor experienced an issue on the second firing during a whipple procedure. The firing was a blue load and was fired in the general area of the distal stomach. First firing was a blue load as well and was executed without issue. During the firing where the issue occurred, it was noted by the surgical team that the staples did not achieve a ¿b form¿ as expected. It was not mentioned by the team that the stapler made any unusual sounds. I was notified after the surgeon had left the room. The surgeon had retained the specimen in a cup and asked me to look at the staple lines. A photograph of what I observed is attached. This step of the case was completed by firing an endo gia ultra with a black tristaple cartridge twice. This staple line and transection was slightly proximal to the two blue firings. According to the scrub tech, the surgeon had to resect a slightly large portion of stomach than would have been required had the stapler fire correctly.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2018. Batch # r57z1u. The analysis found that one pcee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.